Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation

Event description:
It was reported that the patient was seen on (B)(6) 2021 reporting difficulties in activating the inflatable penile prosthesis. On physical examination it was noted that upon squeezing the pump, the pump collapsed and the implant would not inflate.